Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site and was not able to tolerate the placement of the ipg. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was repositioned. Postoperatively, the pain has resolved.